Event description:
It was reported that "patient brought in for hip revision due to discomfort. Removed head and liner, and there was a big lytic lesion in the calcar region, black staining of the neck trunnion, and the inside of the femoral head. Replaced with 36mm v40 + 10 head and a 36 eccentric e liner. The acetabular liner was very rough on the inner diameter.

Manufacturer narrative:
This is the same patient/event as MFR.# 9616680-2008-00241.